Manufacturer narrative:
The loop rod sample was broken along the long axis. (B)(4) was raised. The retain sample was examined. Components were present, assembled properly and consistent with product specification requirements. There was no evidence of any mfg defect. Components used were approved for use. The loop rod was examined and the swivel end checked. The swivel end was rotated 10 cycles and each time clicked to correct location with no evidence of any stress to the swivel or loop rod. The batch record review found no objective evidence of discrepancies related to the complaint issue. Case was identified during a recent FDA facility inspection. (B)(4).

Event description:
Operating room manager with unity health system reports that this morning a surgeon opened a gentle touch loop ostomy system in the operating room, and just prior to inserting the rod, the swivel tip snapped off. The rod had no contact with the patient. Both pieces are to be returned along with the gentle touch package.